Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call hospitalization. Customer's blood glucose level was 187 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer was admitted into the hospital due to diabetic ketoacidosis. Troubleshooting for high blood glucose levels was not performed. The insulin pump will not be returned for analysis.